Event description:
I underwent a green laser photo ablation for bph by dr (B)(6). This laser is manufactured by american medical systems and I have had conversations with (B)(4) one of their reps. They told me that they reported this adverse event but refuse to send me any link to the report on the FDA website and I cannot find the putative report. The adverse problem is as follows: I had extreme bleeding and required 14 units of blood as well as an intensive care stay in the hospital. Somehow I survived but I have permanent and severe disability from the event. I believe the physician, the anesthesiologist (dr (B)(6)) and the device to be faulty. I have full documentation and hundreds of pages of records if needed. Please fine the company for not reporting as well as post this on the web site.